Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device was evaluated. The device log files were reviewed for this event and it was found that the cut was off by 2 mm. With the available information and the allegation of a cut being inaccurate a single root cause could not be established. It is important to note that 2mm or less accuracy is considered within the expectations for system performance. The investigation found no issues or defects, and the satellite system was operating properly and accurately. Therefore, the most probable cause for the described issue cannot be established as no defect was found. Additionally, it was found that the user is not mounting the robot to the bedrail which can be linked to improper handling by the user.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty (tka) surgical procedure it was observed that the cuts were off when using the robotic assisted satellite station device. It was reported that the system acted like the arrays moved, however the sales rep confirmed they did not move. It was reported that the event occurred during the second cuts. It was reported that the robot was not mounted to the or table. There were no adverse consequences to the patient, or surgical delay reported. No additional information could be provided.